Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose for several hours following a supply change and questioned whether the pump was delivering insulin; the agent confirmed insulin delivery and advised a full supply change due to a potential infusion set issue, and the user later reported using a cannula-type ¿cd¿ infusion set without noticing kinking, bending, or site problems. Symptoms included hyperglycemia. Outcomes included resolution of elevated glucose after the supply change and no further issues reported. Investigation included review of user-reported data and troubleshooting with education regarding infusion set replacement. Investigation of this case revealed no device malfunction and no infusion site abnormalities reported by the user, with pump delivery confirmed and hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.